Manufacturer narrative:
Follow-up #1: date of submission 01/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: the pump was delivering the programmed basal rate until it alarmed with ¿cs052¿ slave processor communication alarm on (B)(6) 2016 @ 3:12 pm. The pump was rebooted and deliveries were never resumed at power up. No ¿cs052¿ alarm or any eaw occurred during the investigation, unable to duplicate ¿cs052¿ complaint. The pump¿s cover was removed, further moisture ingress was found to the pcb and to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that stated that the patient had a blood glucose (bg) of 270mg/dl with polydipsia and irritability. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This reported event does not meet the animas criteria for a serious adverse event. This report is being made due to the alleged call service alarm.